Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a no delivery alarm during the manual prime. The blood glucose reading was 228 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and to push insulin manually with the plunger and customer stated that insulin did not exit. Customer was advised to repeat the process with the same reservoir and another infusion set and insulin still did not exit. Customer was advised to change the reservoir and infusion set. Nothing further was reported.